Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-08188. The pt received the scs system on (B)(6) 2011. It was reported that the pt felt over-stimulation. It was also noted that the scs ipg had pocket heating during the battery recharging. The issue could not be reproduced at the physician visit. It was also noted that the ipg site had been swollen initially post implant and later the swelling had subsided. The device is still in use. No further info is available at this time.